Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not controlled, and the stability was poor. The customer completed using a backup fenestrated bipolar forceps instrument with no further issues reported. There was no fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: according to the surgeon, the instrument's movement was not precise and the instrument's degree of freedom was not optimal. The instrument did not reach the desired location, there is no interference with other instrument or instrument arms. The issue was persistent, the procedure was completed with another instrument of the same type without affecting the patient. Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have an imprecise motion failure. The instrument grip tip was not moving intuitively, it was not following the master tool manipulator (mtm) input commands smoothly. The instrument tip did not move intuitively at the pitch orientation. The instrument exhibited imprecise motion. Additional inspection identified a loose pitch cable at the distal end. This observation is related to the movement issue. The instrument was further inspected and no damage to the clamping pulley, input disk or pitch cable. Excessive amount of dried residue around the clamping pulley cable groove. The conductor wire insulation was damaged, the conductor wire was found nicked with no exposed internal wire. No thermal damage was observed and no missing piece of the insulation. The instrument passed electrical continuity test.